Event description:
The pump reached normal end of service/battery depletion, but due to internal problems at the hospital, the hospital was unable to do a replacement. The patient experienced less than 50% therapy relief/ underdose symptoms with increased spasticity. The patient was staying in the hospital and being treated with oral baclofen until the replacement could be done. The patient status at the time of the report was "no injury". The device system was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).